Event description:
The customer reported that a patient death occurred and although the users saved and discharged the patient data, 24 hours later, there was no data available.

Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred and although the users saved and discharged the patient data, 24 hours later, there was no data available. In an abundance of caution, philips is reporting this event because a patient died while a philips device was in use. There has been no allegation of any problem with real-time monitoring of any problem or with lack of awareness of the patient condition. The customer wanted to retrieve data from the deceased patient's profile after the patient was discharged. Per the instructions for use (IFU), performing a discharge erases all patient data (such as trend, event, and calculation data) from the monitor, measurement modules and information center. This ensures that data from a previous patient are not mixed with data from the new patient. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.